Event description:
It was reported that during routine incoming inspection of a loaner set on an unknown date, it was observed that a combined hammer 360 grams was broken. There was no known patient or hospital involvement. This report is for a combined hammer 360 grams, this is report 1 of 1 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event is an unknown date in 2022. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: a device history record (DHR) review was conducted: part #: 03.019.028-us. Lot #: 3732835. Manufacturing site: werk hägendorf. Release to warehouse date: 29 april 2011 . Expiration date: n/a. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.